Manufacturer narrative:
(B)(6) reported via medwatch (B)(4) that during routine inspection of the steris 4085 table a "problem" was identified which involved unordered and anomalous movement of the tabletop during the reflex articulation. No injuries or procedural delays/cancellations were reported. Following the facility's report, a steris service technician and steris account manager visited the facility and observed the reflex articulation as detailed in the user facility's medwatch. The steris technician's evaluation confirmed the 4085 surgical table was operating to specification. Specifically, the reflex movement was verified to be working within the designed table parameters. No repairs or adjustments to the facility's 4085 surgical table were required. The user facility initially contacted steris technical support to verify if the table movement encountered was expected when operating the reflex motion. The steris technical support representative provided incorrect information to the customer and indicated a new control board was necessary to address the issue. A subsequent call placed by providence (B)(6) to a different steris technical support representative indicated that what the customer was experiencing was a normal table function expected as part of the 4085 reflex design. Following receipt of medwatch (B)(4), steris retrained all technical support representatives on the reflex function for 4085 surgical tables. The table was installed in december of 2010 and is not under a steris service contract. The reflex scenario described in medwatch (B)(4) is the first and only complaint steris has received from providence (B)(6) since the installation of the table. The customer has approximately fifteen steris 3085 surgical tables and has expressed a preference to this table's reflex feature which operates differently than the 4085 surgical table. The steris account manager has offered additional in-service training to the user facility's staff. The customer has expressed an interest in additional in-service training and will contact steris to schedule the staff training at their convenience.

Event description:
(B)(4).

Manufacturer narrative:
Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.